Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. After a 38 x 2.75mm promus elite mr drug eluting stent was deployed to treat the lesion, the patient was sent to the critical care unit in stable condition. Later that night, the patient went into cardiac arrest. Resuscitation was started with ventilator support. Cardiopulmonary resuscitation (CPR) was given but the patient did not revive. It was further reported that there was no issue with stent deployment and the physician did not consider the device to have contributed to the patient death. The cause of death was cardiac arrest. No autopsy was performed.

Event description:
It was reported that the patient died. The target lesion was located in the left anterior descending artery. After a 38 x 2.75mm promus elite mr drug eluting stent was deployed to treat the lesion, the patient was sent to the critical care unit in stable condition. Later that night, the patient went into cardiac arrest. Resuscitation was started with ventilator support. Cardiopulmonary resuscitation (CPR) was given but the patient did not revive.